Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and the reported entrapment of device (clip becoming caught in chordae) resulting in a sing leaflet device attachment (slda) appears to be due to patient anatomy (small atrium). Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report device entrapment and single leaflet device attachment.it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+, small atrium, flail, and rotated heart. An ntw clip (20413r194) was inserted, and grasping was performed at a3/p3. However, it was observed, the clip became caught in chordae and the posterior leaflet was behind the gripper. Troubleshooting was performed, but the clip was unable to be freed from the chordae. The physician also felt as though the posterior leaflet was between the clip arm and the gripper; therefore, it was deployed on both leaflets. However, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the clip, an ntw clip (20413r193) was inserted. However, the clip was unable to grasp the leaflets. Therefore, the clip was removed and replaced. An xtw was successfully implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.